Event description:
MFR received a report of a person transferring from a wheelchair to a commode. The individual allegedly cut her leg on a "locking pin." This resulted in a laceration requiring sutures.